Manufacturer narrative:
(B)(4).

Event description:
As reported the lesion being treated was the saphenous vein graft (svg), which was 90% stenosed. During the initial filter deployment, several attempts were made by advancing the filter prior to removing the primary guidewire. During removal of the spiderfx, the device was partially captured and pulled through a stented segment, which is where the event occurred. While retrieving the filter and capturing the device the tip of the spider broke off and was left in the patient after attempts to snare it for removal were unsuccessful. This event occurred at the end of the procedure.

Manufacturer narrative:
Evaluation summary: the spiderfx embolic protection device was received for evaluation. No ancillary devices or cine images from the procedure were received. The spiderfx was received loaded in the recovery end of the duel ended catheter. The distal floppy tip exhibits a kink and the radiopaque coil is not present. The adhesive fillet, coil, and coil ball weld of the floppy distal tip were not returned. Additional information received reported that a microvena 4mm goose neck snare kit was used in an attempt to retrieve the spiderfx. The attempt to snare the spiderfx was not successful. The decision was made after unsuccessful attempts to snare the coil to leave the tip in the patient.

Event description:
Photographic evaluation summary: the spiderfx embolic protection device was not received for evaluation. A photo of the spiderfx was received. The photo shows the spiderfx filter extending out of the recovery end of the duel catheter. The distal floppy tip exhibits a kink and the radiopaque coil is not present, which would indicate that the distal tip of the spiderfx became entangled with the deployed stent.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.